Manufacturer narrative:
An event of pleuropericarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 27mm trifecta gt heart valve was implanted. On (B)(6) 2018, the patient presented at the emergency room with chest pain and low energy levels which had persisted since implant surgery. The patient was hospitalized and diagnosed with pleuropericarditis, and an infection workup was negative. The pleuropericarditis was treated with a medication adjustment and the event was resolved on (B)(6) 2018. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2017, a 27mm trifecta gt heart valve was implanted as part of a post-market study. On (B)(6) 2018, the patient presented at the emergency room with chest pain and low energy levels which had persisted since implant surgery. The patient was hospitalized and diagnosed with pleuropericarditis, with a negative infection workup. The pleuropericarditis was treated with a medication adjustment and the event was resolved on (B)(6) 2018. On (B)(6) 2018, the patient represented and was diagnosed with endocarditis and underwent a re-do avr. A non-abbott valve was implanted and the event has been resolved without sequelae. Per the information provided on the case report form, the user did not attribute to event to the device under study. (Clinical study patient ID: (B)(4)).